Manufacturer narrative:
(B)(4). Concomitant medical products: unknown magnum head, unknown part, unknown lot, unknown stem, unknown part, unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -08669.

Event description:
It was reported patient underwent right hip revision surgery approximately 7 years post implantation due to debilitating pain, discomfort, soreness, dysfunction, elevated metal ion levels, metallosis, metal poisoning and loss of range of motion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : part: 157452, m2a-magnum mod hd sz 52mm, lot: 803000, part: us157858, m2a-magnum pf cup 58odx52id, lot: 313460, part: 139264, m2a-magnum 52-60mm tpr insrt-6, lot: 261760. Multiple MDR reports were filed for this event, please see associated reports: head: 0001825034-2018-08669-2, taper adapter: 0001825034-2019-03368.

Event description:
It was further reported through patient's medical records that during the revision procedure a large pseudotumor extending down the proximal shaft of the femur and approximately 7ml of grey fluid were noted. Further, adverse local tissue reaction (altr) and loosening of the cup were noted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records indicated patient experienced elevated ion levels, pseudotumor , and loose acetabular component. Grey fluid was noted and sent for cultures. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.